Manufacturer narrative:
The report of pump power elevations was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The center submitted two log files with overlapping data, which spanned from 04/18/2017 to 05/11/2017. Two transient elevations in pump power were captured on 04/19/2017, followed by a sustained elevation in pump power beginning on 05/04/2017. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was doing well as of (B)(6) 2017, and has had no further transient pump power elevations. No treatment was provided to resolve the issue. The patient was only monitored.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) levels and concern for pump thrombosis. The patient's ldh level was at baseline in the mid 300 u/l range, but the pump powers were occasionally elevated. A ramp echocardiogram showed left ventricular end diastolic diameter appropriately decreased with speed changes; however, the aortic valve opened at unspecified intervals. The lvad clinicians were concerned about complete occlusion of the pump. The patient was feeling well and otherwise asymptomatic. No further information was provided.